Manufacturer narrative:
The insulin pump was received with minor scratches to the display window, cracked display window corner, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked on battery tube threads, missing end cap sticker and missing reservoir tube seal. (B)(4).

Event description:
It was reported that the reservoir compartment was cracked and broken. The blood glucose reading was 216 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.